Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a reprogramming session with the patient, communication with the patient's scs ipg and the clinician or patient controller (pc) could not be established. Reportedly, the patient stated the issue began two weeks ago after having an MRI done. The patient stated she gave the pc to the MRI tech to set the ipg into MRI mode, however she cannot confirm if the MRI tech set the ipg into MRI mode correctly. Troubleshooting was unable to resolve the issue. Surgical intervention may be necessary to address the issue.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was replaced to reestablish therapy. Based on the information received, the event is consistent with deleting the bluetooth pairing bond with MRI mode activated. As a result of this finding, abbott is performing further investigation. The fsca number is included in this report.

Event description:
Additional information received advised that surgical intervention was undertaken wherein the scs system was explanted.